Event description:
It was reported that the patient was having a problem in her groin and went to her primary care provider (pcp). The patient was being treated for gout and was given medication. The patient had been taking the medication for about 3 weeks until the patient was taken to the emergency room (ER). This occurred around (B)(6) 2014. The patient was given a shot of demerol. An x-ray was taken and the patient was told that she didn¿t have gout and that she had a broken hip. It was noted that the patient had a hip replacement 3 years prior. With the gout medication and the pain medication shot, the patient¿s kidneys shut down within 30 minutes of getting the shot in the ER. The patient was transferred to a different hospital and was there for 9 days until they could get her kidneys to function properly prior to hip surgery. After the patient¿s kidneys were better, the patient had a full right hip replacement. It was noted that, because of the overdose and kidneys being shut down, a manufacturer representative had to come and decrease the patient¿s pump medication. It was believed that it was decreased by 42% and almost shut the pump off to get the kidneys to function. Following the hip replacement surgery, the patient¿s healthcare provider (hcp) wanted to increase the pump again and they had only been able to increase it once. It was believed that it was increased from ¿4.8 to 5.2.¿ the patient was in a rehabilitation center for two weeks and had been waiting for someone to increase the pump more because the patient was still having a lot of pain. It was noted that the patient couldn¿t be seen until (B)(6) 2014. The patient was trying to find another doctor. The last two times the patient¿s pump was adjusted, the patient was in the hospital. The reporter thought that it was originally at ¿9.4 per day or 24 hour period.¿ at the time of this report, the patient was back home and an in-home nurse was supposed to come on the report date. The patient wasn¿t supposed to go anywhere for 3 weeks. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8711, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had gone to the ER on (B)(6) 2014 due to pain from what the patient thought was gout (as previously reported). The hcp at that time gave the patient dilaudid without knowing they had a pain pump. The patient presented with overdose symptoms and was transported to a medical center. On (B)(6) 2014, the pump was decreased from 8.9 to 7.8 per the hcp's orders. On (B)(6) 2014, the hcp sent orders for the pump to be further decreased to 4.71mg/day.